Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that an advantage system-transvaginal system was used during a mid urethral sling implant procedure performed in 2007. According to the complainant, the patient suffers from the original "maladies", and has developed new symptoms: bladder neck obstruction, cystocele, rectocele, vaginal vault prolapse, vaginal mesh erosion, pain, suffering, disability, and the inability to carry out normal daily activities. When the sling was explanted in 2009, the physician found "the mesh was folded over many times and had become a very hard area of mesh and scar tissue that was large in size and extremely fixated to the lateral pelvic wall." He also noted that the mesh had eroded into the vaginal mucosa and eroded onto other peritoneal structures to such an extent that complete removal was impossible. Efforts are continuing to obtain the patient's present condition and additional event details. No further information has been made available to bsc to date.